Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed, and failure analysis could not replicate or confirm the customer-reported complaint. The instrument was installed and operated on an in-house system. It successfully passed the recognition and engagement tests. Energy delivery was tested and passed across various grip orientations, and the instrument also passed the electrical continuity test. No product-related issue was identified. There were additional observations that were not reported by the site: the instrument was found to have a fully broken grip cable at the grip hub. There was no evidence of discoloration, corrosion, or contamination on the cable that would suggest a reprocessing-induced issue. Furthermore, the components surrounding the broken cable did not exhibit any abnormal sharp edges or damage that could have contributed to the failure. The probable root cause of the customer-reported complaint could not be determined based on the information provided and failure analysis results. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during transport/storage, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument had a broken black conductor wire. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. There was no fragment fall inside of the patient¿s anatomy. There were no photographic images of the device(s) or a video recording of the procedure available for isi review.